Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high" with high ketones; although specific value was not provided. A manual correction injection was administered to address bg. Customer reverted to an alternate method of insulin delivery.